Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high pacing impedance above 2000 ohms. No intervention was completed. The patient was stable.